Event description:
Caller reported a malfunction on the pump, identified with a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software. The caller was advised to put the malfunctioning pump into storage mode and return it within ten days. Additionally, instructions on handling the new pump and sensor were provided and acknowledged by the caller, who would also reach out to a healthcare provider for backup therapy.